Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. No loss of therapy was reported. The lead remains implanted and in service, with no adverse patient effects reported. It was noted that the patient and rv lead would continue to be monitored, and it was planned to enroll the patient in the remote monitoring system. Additional information was received. About 1.5 years later, during a pacemaker replacement procedure, this rv lead was also replaced due to the poor parameters. No additional adverse patient effects were reported. The local sales representative confirmed the lead was surgically abandoned and is not able to be returned for analysis.